Event description:
It was reported that the pt had the neurostimulator removed due to pain at the site. The pt wished to have a smaller device. The pt was implanted with a restore ultra neurostimulator. If additional info is provided, a follow up medwatch will be sent.

Manufacturer narrative:
(B)(4). Final device analysis for neurostimulator (ins) (B)(4) revealed no anomalies. The ins was functionally ok. The access hole adhesive was cut. Foreign material was noted under the connector cover. Scratches and burn marks were noticed on the titanium can/insulation. There was good stable output on each electrode pair at the settings that the ins had when received for analysis. There was good stable output on every electrode pair referenced to the #0 electrode. The output matched the programming settings. There were no issues when pressing on the ins can. The ins passed the automated test console.